Event description:
It was reported that the customer inadvertently delivered a larger bolus than intended. The customer's blood glucose (bg) level was 80 mg/dl. During troubleshooting with tandem technical support, the customer adjusted their max bolus setting to address the issue and resumed insulin therapy.